Event description:
The ep catheter was unable to fully flex while in the patient. The catheter was removed and replaced with no reported patient harm. Manufacturer response for electrophysiology catheter, 25mm-15mm lasso 2515 navigation eco variable catheter, split handle, 22 pole, 10 (per site reporter).